Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient began to experience intermittent/insufficient stimulation after lifting a heavy object. Reprogramming was unable to provide resolution. Allegedly, x-rays were taken but the results remain unknown. In turn, the patient's lead (located at t8-t9) was explanted and replaced. Surgical intervention resolved the patient's issue.